Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ sensation increase/decrease-ndr: unable to observe since it is not related to the device. ¿ varied injuries-ndr: unable to observe since it is not related to the device. ¿ malaise-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.:

Event description:
Physician reporting a rupture of the right device and capsular contracture (baker grade ii). Patient representative reported '¿pain, pressure feeling in the breast and ribs area¿, ¿numbness in the arms and legs¿, ¿loss of appetite, weight loss, brainfog¿, ¿bii symptoms¿, 'fatigue', and anxiety. Device has been explanted.